Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose were 365 mg/dl, 268 mg/dl, 240 mg/dl, 229 mg/dl, 248 mg/dl. Tests were done within < 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further info has been reported.